Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported resistance felt during device insertion was confirmed as analysis of the device revealed that the distal tip of the sheath was kinked to the left hand side of the device. The reported suture not being intact was confirmed as analysis of the device found that the link was broken off from the swage-end of the posterior cuff. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an interventional procedure, arteriotomy closure of the femoral artery was attempted using a perclose proglide device. Reportedly, as the sheath was introduced into the vessel some resistance was felt and the suture was not intact. The physician stated he felt that the vessel was mildly calcified. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.